Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 1 day in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheostomy tube was returned and examined. Upon pressurization, the cuff was found to have two small tears measuring approx 0.5mm in length each and located at the maximum diameter of the cuff. The configuration of the tears is a straight line and their location and physical characteristics are consistent with having been damaged, most likely while it was inflated. This type of damage can be caused by mishandling of the device, either during pt placement, examination of the device, or of having been moved while inflated as described in the IFU or during testing prior to placement. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at that, time it would have been detected. Wall thickness of the cuff shows no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.